Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 7752, serial# (B)(4),product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that last year the patient¿s implantable neurostimulator (ins) was moved from their back to their abdomen.